Event description:
A medtronic representative reported that, while in a spine procedure, the sharp tip passive probe appeared to be approximately 2cm inaccurate from the tip of the spinous process in the regular, axial, coronal and frontal views. When switching to orthogonal views, trajectory 1 and trajectory 2, the probe appeared as if it was accurately on the spot where the surgeon was pointing. It was noted that the discrepancy between the two display views rendered the surgeon unsure in using the software. The surgeon decided to continue to use navigation in the orthogonal views. The surgeon completed the procedure successfully. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The site declined to provide patient identifier, patient age or patient weight, referencing canadian privacy laws. No part has been returned.